Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. This report is based on initial information and investigation results. Concomitant medical products: unk, unknown femoral component, unk, unknown patella, unk, unknown stem, unk, unknown stem, unk, unknown tibial tray. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.